Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading was over 600 mg/dl. Customer experienced chest pain and nausea. Customer was treated with insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display window, cracked reservoir tube lip and cracked battery tube threads.